Manufacturer narrative:
This supplemental report is to provide a correction to the initial medwatch report (MDR). The initial MDR was inadvertently submitted as a reportable malfunction. There were no reportable malfunctions related to the subject device captured in this complaint. The initial medwatch reported the nozzle and air/water supply was clogged due to the reprocessing deviation of the subject device. However, it was confirmed that the cause of the nozzle clogging is answered as unknown, and the customer did not mention that foreign material was clogging the nozzle. Additionally, there is no information on whether the event was due to kink of the device or due to foreign material. No photo of foreign material was provided. Per the legal manufacturer, this issue is not likely to cause or contribute to death or serious injury if the malfunction were to recur.

Event description:
It was observed that during the device inspection, the gastrointestinal videoscope exhibited the nozzle and air/water supply was clogged due to the reprocessing deviation of the subject device. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.